Manufacturer narrative:
(B)(6). Patient weight is not available for reporting. (B)(4) device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, patient underwent a middle/distal third junction humeral shaft fracture revision surgery due to nonunion and a broken nail. The broken nail was successfully removed and the surgery was successfully completed with no surgical delay reported. The patient status was not reported. This report is for one (1) ti cannulated humeral nail. This is report 1 of 1 for (B)(4).